Event description:
It was reported that a sheath tip detachment occurred. The opticross imaging catheter was advanced for ultrasound examination of the target lesion. During the procedure it was noted that the sheath at the tip became detached. The device was removed from the patient, and another of the same device was used to complete the procedure. There were no patient complications.

Manufacturer narrative:
The device was returned for analysis. Visual inspection showed the imaging window detached near the lap joint section and sheath assembly kinked. Microscopic inspection revealed the imaging window detached near the lap joint section.

Event description:
It was reported that a sheath tip detachment occurred. The opticross imaging catheter was advanced for ultrasound examination of the target lesion. During the procedure it was noted that the sheath at the tip became detached. The device was removed from the patient, and another of the same device was used to complete the procedure. There were no patient complications.